Event description:
It was reported that noise resulting in oversensing was observed on the atrial lead. Lead damage was suspected but not confirmed. No intervention was performed, the lead remains implanted and will continue to be monitored. The patient was stable.